Manufacturer narrative:
Patient information was not available.

Event description:
The customer reported the blower motor controller board connection burnt due to high current. The device was in use on a patient and alarmed when this occurred. There was no patient harm.